Manufacturer narrative:
(B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced fluid loss due to an issue at the quick connection site. A surgical procedure was performed in which all components were removed and replaced with a new system. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation of fluid loss cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced fluid loss due to an issue at the quick connection site. A surgical procedure was performed in which all components were removed and replaced with a new system. There were no patient complications reported.